Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube. The insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the screen of the insulin pump was blank. Customer mentioned that they were changing the batteries and noticed corrosion in the pump. Customer stated that it may been due to salt air exposure while on a cruise. Customer's blood glucose reading at the time of the incident was noted to be 22.0 mmol/l. Customer treated with the insulin pump. Customer's blood glucose reading at the time of the call was 6.8 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.